Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to the poly insert disassociating. The tibia, stem, and insert were replaced during the revision.